Event description:
The patients hip was revised due to infection. The surgeon also performed an I & d.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown unitrax 48mm head. Additionally, an unknown v40 +8 adjustment sleeve was reported. Based on the minimal information received, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Should additional information become available, it will be provided in a supplemental report. Hospital discarded the device.